Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-3138-25, serial #: (B)(4), description: scs phiii ext 25cm; model #: sc-3108-35, serial #: (B)(4), description: scs lead extension kit sterile package. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing tenderness at the extension site. The patient underwent a revision procedure wherein the extensions were replaced. No device malfunction was suspected. The patient was reportedly doing well postoperatively.